Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that on the programmer unit, it kept ¿popping up she was getting bad service and needed to move¿. They tried several times but it was not working. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.